Manufacturer narrative:
Product ID 8596 lot# serial# (B)(4), implanted: 2004 (B)(6); product type catheter product ID 8596sc lot# serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that this patient was unresponsive. The physician had requested assistance in turning the pump down as it was unclear as to why the patient was unresponsive and wanted to rule out the pump. This device system delivered dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the pump was turned off to make sure that was not an issue at all. The patient went to the intensive care unit (ICU) after begin in the out-patient surgery area. It was later reported that no issue was found in regards to the pump. The patient had an unrelated kidney stone surgery and ended up going septic post-surgery. The sepsis caused her kidneys to stop functioning and the patient was found unresponsive. The pump, catheter and therapy were not involved. At the time of the incident, the patient was on dilaudid 3.7mg/day and clonidine 112mcg/day. The patient recovered from the sepsis. At the time of the report, the healthcare provider (hcp) was titrating the patient back up to the original dose because the hospital staff decreased it while the patient was in the hospital.